Manufacturer narrative:
No patient information available as no patient involved in this concern. Device manufacture date unknown. Per work order (B)(4) confirmed instrument was damaged. No other information available if site will replace, at this time of report.

Event description:
Medtronic representative called in to report a lot of wear on spine clamp hex nut. This event occurred during preventative maintenance and no patient was present.